Manufacturer narrative:
(B)(4). Evaluation summary: the rite (home choice return instrument test/evaluation) electrical test passed specifications and the rite functional test passed specifications. The assignable cause of the reported issue is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report the home choice machine having 11 cycles and it should be 5 cycles during use. The patient was not connected. The caregiver pressed stop and the hc came up with 11 cycles. The baxter technical service representative initiated a swap. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.